Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11 corrections made to h6 (type of investigation and investigation conclusion) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Spouse of consumer reported, no insulin flow when priming pen needles. Stated, more than half the box was affected stated, primes two units lot: 3186897 catalog: 320555 date of event: unknown samples: yes cl.

Manufacturer narrative:
50 pen needle unit devices impacted by this event.